Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the right common femoral artery was achieved using a starclose se device. The patient indicated there were no issues during deployment of the starclose se clip. There was no reported significant clinical delay in the procedure. Reportedly, a couple days after having the starclose se clip implanted, the patient stated he began experiencing a burning rash of red blotches he describes like poison ivy. The rash is mainly on his back, arms, and chest which can last a couple of hours. The rash can resolve spontaneously without any treatment. The patient is taking benadryl, which he stated has helped. The patient does not take any other medications and has no known allergies. The physician is trained in the use of the starclose se device. No additional information was provided.

Event description:
Subsequent to the medwatch follow-up #1 report, the following information was received: the physician performed hypersensitivity testing on the patient with two starclose se clips. The testing reportedly revealed that the patient is not hypersensitive to the starclose se clip. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There was no reported product deficiency and product was not returned. The patient effect of hypersensitivity to the starclose se clip is a foreseeable event and is a known potential adverse event as per the starclose se instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.